Manufacturer narrative:
Additional information: investigation type: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -13.5/1.5/090 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022 as an exchange lens. Icl has persistently low vault ~10% centrally which decreases towards midperiphery. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. MFR# 2023826-2022-04428 for initial lens.

Manufacturer narrative:
Additionalinformation: b5- received information that this exchange lens did resolve the issue of low vault. This claim is not a complaint due to no product deficiency against the lens. Please disregard the initial MDR. Claim# (B)(4).